Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems and dyspareunia. Additionally, the plaintiff experienced pelvic pain. Furthermore, it was reported that the plaintiff died. The cause of death reported were myocardial infarction, dysmetabolic syndrome and hyperlipidemia.

Manufacturer narrative:
This was initially submitted on summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer-filed report.